Event description:
This spontaneous report (B)(6) from the united states of america was reported by a 54-year-old female consumer by phone and followed up by a survey who reported condoms ripped, and she developed bacterial vaginosis (bv) and itching after using the trojan bareskin raw lubricated condoms. On (B)(6)2024, the consumer initiated use of trojan bareskin raw lubricated condoms once. The consumer opened the foil packet with her hands, and during intercourse, the tip of the condom around the circumference ripped/broke. Two days later, she developed bacterial vaginosis (bv), which made her itchy in her vagina, and that lasted for a few days. Later, she consulted with her gynecologist for her symptoms and was prescribed antibiotics (unspecified). On the same day of use, she stopped using the product. At the time of this report, her symptoms had resolved. No additional information was available. The action taken with trojan bareskin raw lubricated condoms was not applicable. The outcome of the events bacterial vaginosis and itching was recovered. The outcome of the event condoms ripped was not applicable.

Manufacturer narrative:
Not avail.